Manufacturer narrative:
Device was not returned for evaluation, however post op x-rays were sent to the manufacturer for review. The x-rays show right l5 pedicle screw/rod dissociation due to set screw disassembly. T5-l5 scoliosis construct shows fixation points on the right sided rod in the lumber portion at l2 and cross connector at l3. At l5, rod not oriented with screw head, but appears to be slightly askew in alignment to the optimal channel alignment. Reviewed pictures of set screw show no evidence of thread aberration on at least 150 degrees of threads visible. Probable latrogenic malalignment of pedicle screw/rod interface by lack of rod contouring not allowing for full seating of set screw. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however a like device catalog #7640020, was cleared in the united states.

Event description:
It was reported that the patient underwent a spinal procedure for scoliosis at t5-l5 using posterior fixation. It was noticed by x-ray that the break off set screw at right side l5 backed out 9 days post op. The revision surgery was performed 10 days post op to replace the backed out set screw.